Manufacturer narrative:
(B)(4). Batch r58u39. Investigation summary: the analysis results showed that one gst45b cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number r40k5h, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Ans: yes, malformed staples. How was the bleeding controlled? Ans: applied clips. How much blood was lost (ml)? Ans: n/a. Did the patient require a transfusion? Ans: no. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Ans: no.

Event description:
It was reported that during an unknown procedure, excessive oozing on staple line post firing.